Event description:
It was reported that the ambicor penile prosthesis (app) was explanted because it would not inflate. A new 18cm x 12.5mm app device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. This report is a duplicate event and is reported under 2183959-2018-60558 and the analysis will be submitted after completion under 2183959-2018-60558.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem: this report is a duplicate event and is reported under 2183959-2018-60558 and the analysis will be submitted after completion under 2183959-2018-60558.

Event description:
It was reported that the ambicor penile prosthesis (app) was explanted because it would not inflate. A new 18cm x 12.5mm app device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.